Event description:
Dealer states, "equipment not functioning properly on bed, even after testing with alternate pendants." No alleged injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 5410ivc, serial number/date (B)(4) is approximately 5 months old. The owner's manual part number 1114836 rev f (aug-07), was issued with this device. The owner's manual is also found on-line at invacare.com. The dealer called stating that the equipment on he 5410 ivc bed is not functioning properly, even after testing with alternate pendants. This bed is part of the dealers rental fleet. The dealer allegedly connected the bed to a different junction box and the bed working perfectly. A new junction box has been ordered. The malfunctioning junction box is to be returned to invacare for an inspection / evaluation. No injury alleged.